Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred in which the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the replace generator soon message displayed for the patient's ipg. As a result, surgery may occur to address the issue. It is unknown if the ipg depleted prematurely.